Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient underwent implantation surgery on (B)(6) 2015. According to the report, during the pre-implantation testing, it was found the valve base was leaking. Reportedly, since there was no replacement available, the doctor used biological glue to seal the leak position, and continued to implant the product. The report stated that when the doctor tested the product again, no leakage was found. Reportedly, there was no impact to the patient. After the surgery, the patient is stable; however, the symptom of enlarged ventricles hasn't improved. The report stated that there has been no leakage found after the surgery. According to the report, on (B)(6) 2015, the physician adjusted the pressure from 1.5 to 1.0 and the patient is now under observation.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. Additional device/patient information: it was later reported that the patient had left the hospital and no issues were reported. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.